Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the manufacturer representative met the patient to check implantable neurostimulator (ins) voltage for replacement since the health care provider (hcp) was leaving. It was confirmed that the ins was still good and had a voltage of 2.999. Impedances were within limits on 0-7. It was confirmed that the patient was using the 0-7 lead. The 8-15 lead had greater than 10,0000 impedances which "should be noted at the time of replacement." The patient was reported to be doing well and the next follow-up was to be on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that noting was scheduled or known or planned. No further complications were reported.